Event description:
Complainant alleged that during evaluation at the quality assurance department the device displayed a "status 56" message. Complainant indicated that there was no patient involvement in the reported malfunciton.